Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that system unable to boot up. Upon troubleshooting fse found the issue with suite pc. To resolve this issue, fse replaced the suite pc but software issue identified. So, fse replaced the suite pc again. The defective suite pc was returned to philips or analysis and found the faulty suite pc mdp. (Serial no- (B)(6)) and the cause of the failure could not be conclusively determined by the supplier's part analysis (serial no- (B)(6)). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.